Event description:
It was reported to boston scientific corporation that the mesh from an uphold vaginal support system shredded. It is unknown if any mesh pieces detached and fell loose inside the patient. The procedure was completed with another uphold vaginal support system with no complications to the patient, who is reportedly fine.